Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Red side knob broke off when tightened onto the component.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Following investigation by bioengineering, the reported breakage was confirmed but the root cause was not identified. The failure has been covered previously in the risk assessment (B)(4)). The complaint shall be closed with an undetermined conclusion. Continued post market surveillance will be carried out per (B)(4) under the post market surveillance plan (B)(4).